Event description:
It was reported that the pt had an 8x14cm piece of veritas collagen matrix and a tissue expander implanted in both the left and right breasts during bilateral breast reconstruction surgery on (B)(6) 2011. The veritas was soaked in a bacitracin solution for five (5) minutes prior to implant. The surgeon placed two (2) drains in each the right and left breast; one (1) drain placed laterally into the axillary fold and one (1) drain was placed under the muscle. The drains were removed on (B)(6) 2011, nine (9) days post-op. The tissue expanders were filled a total of three (3) times to a total volume of 360cc. The pt presented with an infection in the left breast on (B)(6) 2012 and was treated with IV vancomycin and oral bactrim. The pt was brought back to surgery on (B)(6) 2012 for removal of the left tissue expander. The pt is currently receiving chemotherapy and radiation treatment for the cancer. The pt will return to finish the reconstruction of the left breast after her treatments are complete.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00056, 00057, 00058, 00059.